Manufacturer narrative:
Concomitant products: product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # lb0223, implanted: (B)(6) 2002, product type lead; product ID 3708140, serial # (B)(4), product type extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the lead extension wouldn't plug into the implantable neurostimulator (ins) during a routine replacement due to a normal 9-year depletion. The extension eventually was able to be connected to another extension of which was then successfully connected into the ins. Stimulation therapy was noted to be working well after. Additional information received from the rep reported that there had been difficulty inserting the extension into the ins. There was no setscrew issue. Multiple attempts were tried. The extension was eventually plugged into another extension and there was difficulty with this as well. Eventually with some rotation it was successfully inserted. Impedances after connection showed some issues on the 0 and 1 electrodes but everything else was in the 900 ohms range. Additional information received from the rep reported that there was no known cause for the impedance issues other than there appearing to perhaps be some degeneration at the conducting contacts of the extension. This prevented the lead from going into the ins. Contact 3 had high impedance before surgery but after surgery contacts 0-2 all had greater than 10000 ohms. A better connection was not possible due to the condition of the extension and replacement of the connection was not possible due to surgeon limitation and patient positioning. Changing the extension at the spine was not an option. Relevant medical history included failed back surgery syndrome. No further follow-up was required as all known information had been reported.